Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of unable to release the bow.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the handle would not release bow even when fully opened. The user attempted to reposition and straighten the scope but, the tome device was still bowed and removed from the scope. It was reported that the cut wire appeared bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.